Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high resolution stereo viewer (hrsv) to perform failure analysis (fa). Fa was not able to confirm or reproduce the customer reported complaint. The monitor was installed on the left side of the printed circuit assembly (pca) test system. Upon power on, no errors were found. The image was clear and sharp. Fa ran 10x and power cycle and still no errors were found. Left the unit on idle for 30 minutes and monitor remained in good condition. Isi did receive the personality module surgeon console (pmsc) to perform fa. Fa was able to reproduce the customer reported complaint by using in-house testing equipment. The pmsc module was installed into the test equipment for functional test. After the system boot-up, fa checked video (hrsv) and confirmed there are no vision in the left eye. As a result, the left scl board will be replaced. Further, investigation shown there are three digital video interface (dvi) ports were damaged. The complaint regarding loss of left eye was confirmed based on fa, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent left eye vision issues on the surgeon side console (ssc), an investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) clinical sales representative (csr) went to the site for further troubleshooting. The csr stated that now the surgeon console was working as expected. She has tried with different endoscopes and the issue was not reproducible. She has sent a video showing left eye behavior. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) and the system was tested and verified as ready for use. On (B)(6) 2023, the same error occurred. Replacing the pmsc did not solve the issue. Also, the fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. System was tested and is ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) devices. A follow-up MDR will be submitted if the pmsc and hrsv is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon was experiencing loss of the left eye intermittently on the surgeon side cart (ssc). The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated they have already restarted the system and replaced the blue fiber cable (bfc) on the ssc and issue persisted. The image on tsc touchscreen was normal. Live logs are showing error 40067 pointing to a comm issue on the ssc. The isi technical support engineer (tse) recommend the csr to have customer perform a hard power cycle, to reseat and clean the bfc. While talking with csr, customer called back to csr and explained that they have swapped to another ssc, and it works without anomalies. Csr stated no further troubleshooting possible yet, as surgery was resuming. The tse kindly reminded csr to have customer to call technical support directly whenever they have any issue for better and faster troubleshooting. The procedure was completing as planned with no reported injury. Intuitive surgical (is) contacted the csr and obtained the following additional information regarding this event: the system function has been checked after booting up the system and initially booted without error. The surgery had been in progress when the problem occurred for around after 3 hours 1/2. The surgeon was able to solve the problem by swapping to another davinci ssc. The operation was completed with the replacement surgeon side cart. No patient data can be disclosed.